Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical testing it is not confirmed difficulties to separate mbt reamer. However, examination of the device denoted the connection feature as stripped/damaged. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision reamer and t-handle difficult to separate. No surgical delay.